Manufacturer narrative:
Product event summary: analysis confirmed the reported event; device failed functional tests due to failure of the printed circuit board assembly, cause unknown.

Event description:
It was reported electrical frequency was blocked. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. Conclusion code(s). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.